Event description:
It was reported that an unknown sensor error message occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause was determined to be potential patient misuse which led to an early sensor expiration.no injury or medical intervention was reported.

Manufacturer narrative:
Record: (B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.